Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Review of the device history record identified no relevant deviations or anomalies. Product examination found that the tip nozzle had broken off and there was fracturing at the nozzle attachment site. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. A likely cause of the reported event is that the user produced excessive force on the tip nozzle during use. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It is reported that during a washing with a pulsavac, a part of the brush was seen in the cut. The surgeon retracted the part. No adverse events have been reported as a result of this malfunction.